Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during user performed in hospital inspection, the cardiosave intra-aortic balloon pump (iabp) had pneumatic module leak test fails. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, medical device ¿ problem code), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit, and the recurrence of the issue was confirmed. It was determined that the port where the catheter extension tube is inserted was loose, causing the leak. After adjusting this component, the issue was resolved, and the test passed successfully. As there remains a possibility of recurrence, the situation will continue to be monitored. All functional and safety checks were completed to meet factory specifications.